Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in stable condition for a pulse generator change out. During the procedure and tightening down the atrial setscrew it appeared to be stripped and torque wrench did not make the click sound. There were no anomalies with the right ventricular setscrew. The atrial lead was firmly seated and was unable to be removed, the electrical measurements were normal so lead function would be monitored going forward. The procedure concluded successfully, the patients status remained stable and would be monitored.